Event description:
Healthcare professional reported patient was injected in malar region with unspecified filler. At an unspecified time after the injection, patient experienced blurred vision, visual changes (hazy vision, "central blur") caused by artery embolism. Post-op cellulitis was also reported and treated with antibiotics.

Manufacturer narrative:
Corrected data: b.1.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of cellulitis and vascular occlusion are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected in malar region with unspecified filler. At an unspecified time after the injection, patient experienced blurred vision, visual changes (hazy vision, "central blur") caused by artery embolism. Post-op cellulitis was also reported and treated with antibiotics.